Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and the overlay tubing was kinked/buckled. Visual summary analysis of the lead indicated stretching and damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the left subclavian vein was punctured to add a ventricular lead from the ipsilateral side. A guidewire passed through with no issue, however a severe bend at the puncture site and blood vessel was noted, making the sheath insertion difficult. A larger sheath was used and the right ventricular (rv) lead was inserted. The rv lead was delivered to the inferior vena cava (ivc), however the physician noted strong resistance within the sheath. Lead operation was difficult, therefore an attempt was made to remove the lead from the sheath, but to no avail. The lead and sheath were entirely removed from the blood vessel. The sheath was observed to be kinked. It was noted that the superior vena cava (svc) coil was stuck on the sheath and had unexpectedly extended. A new puncture was carried and a new rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.